Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck in inserter. The lens was partially delivered in the patient left eye and was removed during the same procedure. The procedure was completed successfully with a back up lens. There was no incision enlargement, no suture and no vitrectomy. No other medical or surgical intervention was required and the patient was doing well at the time of discharge.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 8/12/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. The lens was also observed stuck at the cartridge tip section. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation requests for this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.